Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® sodium fluoride blood collection tubes, the stopper of an unspecified number of tubes was defective. No adverse impact was reported regarding the patient or user.